Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenosed lesion was located in a mildly tortuous and moderately calcified second obtuse marginal artery. The lesion was predilated with a 2.50mm maverick balloon. The 3.00x8mm liberte' bare metal stent was advanced, but could not cross a previously placed stent that was located in the first obtuse marginal artery. When the device was removed, stent damage was noted. The procedure was completed by dilating the lesion again with a 3.5x20mm maverick balloon and placing a 3.00x12mm liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(4).